Event description:
Clinical study. Same case as 2134265-2009-05395. It was reported that during a carotid artery stenting procedure, the pt experienced hypotension. The target lesion was located in the ostium of the right internal carotid artery with 80% stenosis, a length of 16.3 mm, and a reference vessel diameter of 5 mm. The target lesion was treated with a filterwire ez and placement of a carotid wallstent. Following post-dilatation, residual stenosis was 0%. The site reported an adverse event of hypotension occurring during the index procedure. The pt was treated with medication and the event was considered resolved without residual effects the day of the index procedure.

Manufacturer narrative:
The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The product was not returned, therefore, no product analysis will be conducted. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure, and is noted within the dfu.